Event description:
This report is being filed upon notification from our x-ray MFR to submit this incident that occurred in another country. Problem: this site claims when the mobile control unit of this x-ray system if pushed up against the wall the foot pedal "could" be activated which would result in unintentionally generated x-rays. However, this has not happened but only the concern that it can happen.